Event description:
Same case as MDR ID#: 2134265-2012-06387. It was reported that during a peripheral stenting treatment procedure, stent migration occurred the target lesion was located in the non-tortuous iliac artery. A 7x60x120 epic vascular stent was placed in the lesion. The stent was undersized for the vessel and as a result the stent migrated. The 7x60x120 stent was brought back into place and a 7x19x120 epic vascular stent was placed overlapping the previous stent by approximately 3mm. This stent was also undersized for the vessel and as a result the two stents migrated together into the aorta. The stents were brought back into place and a 12x61x120 epic vascular stent was placed overlapping both previous stents, securing them to the vessel wall. The stents were fully apposed and the physician was pleased with the result. The procedure was concluded. There were no further patient complications and the patient is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).